Manufacturer narrative:
The device was in use for treatment. The lead remains implanted, and as a result, the allegations against this lead cannot be confirmed. No adverse patient effects were reported. The event will be re-evaluated if additional info become available. Threshold elevation is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
On (B)(6) 2015, the customer reported that the right ventricular (rv) lead exhibited high pacing threshold measurement. This rv lead remains in service. No adverse patient effects were reported. The lead remains actively implanted for approximately 13 years, 7 months.